Manufacturer narrative:
This event occurred in (B)(6). Medwatch field UDI number = (B)(4).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ca2 calcium gen.2 on a cobas integra 400 plus. The sample initially resulted in a calcium value of 4.04 mmol/l, which was reported outside of the laboratory to the patient. The patient is a doctor and questioned the value. The sample was repeated, resulting in a value of 2.40 mmol/l. The calcium reagent lot number was 401161. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
Calibration and control data was within expectations. Controls were within range on the day of the event. The investigation could not identify a product problem. The cause of the event could not be determined. An issue related to incorrect pre-analytic sample handling or inadequate maintenance cannot be excluded.